Event description:
Pump stopped working after 17 hours of infusion. Problem not noticed for another 10 hours. Replacing the battery restarted the pump as normal. Neither the patient nor the patient's wife heard a low battery pump. At the time of discovery, all lights were green, and the display only said "stopped." Dose or amount: 46 hours of infusion. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2016. Diagnosis or reason for use: esophageal cancer.